Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that there was battery backup failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device with the assistance of the customer and confirmed that the battery needs replacement. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.